Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had shorter than expected battery life. The reporter stated that there was damage to the battery compartment and moisture present. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/28/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/01/2016 with the following findings: black box shows no evidence of short battery life, one ¿cs177¿ warning occurring due normal battery wear are observed on (B)(6) 2016. The battery compartment is cracked at threads on the side. Pump was returned with 2 battery caps, one battery cap has damage at the top slot, but threads are undamaged and it was able to fit securely. The second battery cap has stripped threads and it was unable to fit to the pump. -evidence of moisture is observed in the battery canister. Leak test failed due a battery compartment leak. ¿ez-prime¿ steps were performed correctly, all current reading are within specifications. Unable to duplicate reported ¿short battery life¿. The pump¿s cover was removed; no further moisture corrosion or any intermittent condition was found to the pcb or to the cgm module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
Follow-up #2 date of submission 12/08/2016 correction to serial #.